Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. Multiple attempts were made to reposition the lead but were unsuccessful. There was difficulty advancing the lead at the subclavian access point. The decision was made to explant and replace the lead. No patient complications have been reported as a result of this event.